Manufacturer narrative:
Investigation summary: based on the available information no problem was detected; the product was retained by the hospital and therefore was not returned for analysis. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observation cannot be confirmed and no problem was detected. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device was explanted and replaced, and the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The device was retained by the hospital. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this pacemaker was prophylactically explanted and replaced due to the advisory status. There was no information indicating the device exhibited any advisory behavior.

Manufacturer narrative:
Investigation summary: based on the available information no problem was detected; the product was retained by the hospital and therefore was not returned for analysis. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observation cannot be confirmed and no problem was detected. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device was explanted and replaced, and the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The device was retained by the hospital. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information no problem was detected; the product was retained by the hospital and therefore was not returned for analysis. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observation cannot be confirmed and no problem was detected. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device was explanted and replaced, and the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The device was retained by the hospital. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this pacemaker was prophylactically explanted and replaced due to the advisory status. There was no information indicating the device exhibited any advisory behavior. The product has been received for analysis.